Event description:
In 2007, the patient reported that he received an 04 (occlusion) error on his infusion device the previous afternoon and he changed the piston rod and infusion set. He then received another 04 during the night which he was unable to hear because he was not wearing his hearing aid. He stated that this caused his blood glucose to elevate to 351 mg/dl. His normal blood glucose range is 130-140 mg/dl. He switched to his backup infusion device. He was sent a new adapter and piston rod for troubleshooting. Upon follow up the following day, the patient's wife stated that the patient is still using his backup infusion device for now and his blood glucose is doing well. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.